Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the ventricular fibrillation occurred during the implant procedure. The external defibrillator was used to bring the patient's heart rate back to the normal rate. The right atrial and right ventricular leads were not used and two new leads were implanted successfully. Patient remained stable post procedure.